Event description:
Additional information received on 23-jan-2025 from (B)(6) on behalf of mr. (B)(6) from terumo kofu factory - quality assurance section stating that based on the sample evaluation, they were not able to identify any irregular physical properties that suggest the possibility of manufacture-origin. Hence, they determined not to request any investigation.

Manufacturer narrative:
The complaint of leakage on item kl-bs001u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot number review couldn't be performed due to the lot number for this complaint was unknown. Updated information in b5 and d9.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
It was reported that the chemosafelock bag spike had a leak issue. It was stated that there was ¿leakage¿ found. There was no reported impact of the event on the patient and medical institution worker. The product is not contaminated with blood or body fluid. The event was noted after use. The quantity affected is 1, and the sample is available to be sent for investigation. There was unknown patient involvement, but no patient harm reported in the event.